Event description:
It was reported the pt experienced a loss of therapeutic effect; the stimulation turned on and/or off. The pt noticed a change in stimulation around the lead about 3 days after bumping the top of their head on a shed. The stimulation progressively worsened as the week went on. The pt turned off the neurostimulator. At the time of the report, the pt was at home in fair condition. The pt was not able to adjust stimulation and requested help with reprogramming. The pt was scheduled to see the physician the middle of june for further evaluation. Additional information has been requested from the hcp, but was not available as of the date of this report.